Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported critical pump error (open book image). Blood glucose value at the time of event was 397 mg/dl. The customer was treated with manual injection/insulin pen. The event involved product(s) mmt-1884l, mmt-7040ma, mmt-397a, mmt-332a. Troubleshooting was performed. The pump did not show any signs of damage. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned. No product return is required for mmt-7040ma. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit gave an unexpected flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and self test due to display anomaly. Unable to download using thump or care link due to constant unexpected flashing medtronic logo. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies leading to constant flashing medtronic logo. In addition, corroded battery tube was noted. The following cosmetic damages were noted: missing display window/cover, stained keypad overlay, scratched case, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, label damage, and pillowing keypad overlay. In conclusion customer concern of critical pump error alarm (open book image) was unable to be confirmed due unexpected flashing medtronic logo. After deconstructive analysis, it was determined that unexpected flashing medtronic logo was caused by corroded electronic assembly. Customer concern of low bg was unable to be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.